Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The self-test passed because the insulin pump vibrated but it did not beep. Customer's blood glucose level was 328 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no audio or beep during self-test due to broken black wire on the piezo transducer assembly. However, the insulin pump passed off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop idle current test and run current test wherein specification. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.